Event description:
The user reported that the sound had decreased dramatically since he hit his head a few days prior (B)(6) 2023. Reimplantation has been suggested.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported that the sound had decreased dramatically since he hit his head over a tree a few days ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.